Event description:
The customer contacted baxter's technical service center to report an alleged electric shock on a homechoice (hc) machine. The registered nurse (rn) stated the home patient (hp) called to tell her that she felt tingling in her legs and thinks the machine may have shocked her. The rn thinks it maybe neuropathy but wanted the machine swapped. The baxter technical service representative (tsr) initiated a swap of the device. The hp has the procard and manual supplies. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the home patient allegedly receiving an electric shock. The device passed homechoice rite electrical safety analyzer testing. Internal and external inspections were performed and passed. Multiple short simulated therapies were completed successfully. The device electrical system was checked and found to be correct and within specifications. All electrical grounds were checked and found to be secure and correct. The reported issue was not confirmed. The assignable cause was undetermined. Following the evaluation, the device was sent for servicing.